Event description:
It was reported that during a bph prostate procedure, at 15,000 joules and 10:00 minutes of use, the customer reported fiber was not working. No additional information provided. The procedure was completed using a second fiber. Patient outcome: "no intervention needed" reported. No patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-409h-(B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber distal end is blackened. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.